Manufacturer narrative:
Device code # 463 relates to component code # 1260. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-06153. It was reported that during prep for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in the right coronary artery. During platforming of the rotablator rotalink 1.25mm burr outside of the patient, the 325mm rotawire guide wire fractured. The procedure was completed with a different device. There were no reported patient complications.